Event description:
A female patient underwent percutaneous closure of an atrial septal defect (asd). The asd measured 15x13mm by tee and a deficient anterior (aortic) rim was noted. A helex device was initially attempted, then was exchanged for a 16mm amplatzer septal occluder (aso); however, there was flow surrounding the aso. An 18mm aso was placed and appeared well seated. The aso did not straddle or protrude into the aorta when viewed on tee post-implant or the next morning. She was discharged home and at 6:00 pm, she had chest pains and was emergently flown to the hospital. Surgery was performed and perforations were observed in the superior aspect of the left atrium and into the aorta.

Event description:
Broken array screw at l4. Screw head was removed, shaft was left implanted. Screws were replaced by another biomet system.